Event description:
It was reported to philips that the device did not display the ECG rhythm when the leads were connected to the patient. The patient involved did not experience harm or an adverse patient impact.